Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had a power on reset (por) due to a flipped bit (soft error). The por resulted in loss of wireless telemetry. The device had a second por so the physician opted to explant and replaced the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a firmware error message/code. The returned device indicated shorting/low impedance in an integrated circuit. Analysis of the device memory indicated a power on reset occurred.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in an integrated circuit. Power on reset (por) occured on (B)(6) 2014. Firmware initiated a por with no reason code. Por occurred twice on the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).